Event description:
The customer reported a frozen screen. Prior to the frozen screen, the insulin pump alarmed low reservoir. Troubleshooting was performed, and the screen remained frozen. The customer was advised to remove the battery for two hours, and call back if the issue was not resolved. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.